Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device similar device brand name = pipeline flex w/shield technology model # ped2-500-35 the pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flex with shield technology device did not open during a procedure. The patient was undergoing embolization treatment for a medium unruptured saccular right cavernous aneurysm, measuring 16mmx8mm, lan ding zone distal 3.6mm proximal 4.8mm. The vessel was observed minimal tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU. The pipeline was not positioned in a bend. There were not any additional steps or other devices required to open the pipeline. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex shield braid was returned without pusher (pushwire). The distal end of the pipeline flex shield braid was not opened and was damaged. The proximal end of the braid appeared to be opened and moderately frayed. No other anomalies were observed. Based on the returned device, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. However, the cause for damage could not be determined. Possible contributing factor of failure to open include patient tortuous anatomy and damaged braid. There was no non-conformance to specifications identified that led to the failure to open. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.